Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency procedure, when the introducer was advanced into the needle, skiving was noted. It was noted when the introducer was removed with the needle, resistance was felt. It was noted the introducer was replaced three times without resolve. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.